Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during the case, the staple did not form in shape. A twist formation was noted. The malformed clips damaged the vessel. The problem was resolved by using suture.